Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.

Event description:
It was reported that during follow up there was post paced t wave oversensing on the device. The pt did not receive therapy. Tech services discussed reprogramming the post paced threshold and post paced decay delay. An induction test was recommended. The device remains implanted.